Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, while performing an osteosynthesis, the tip of an evos small 2.5mm drill w/ao qc short broke. The broken piece was left inside the patient. Surgery was resumed, without any delay, with a backup device. It is unknown the current health status of the patient.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and revealed that the tip of the device is broken off. The clinical/medical investigation concluded that, this case reports a tip breakage of an evos small 2.5mm drill w/ao qc short when drilling in the place where the screw was to be placed, and the broken drill tip was not recovered from the patient. No clinically relevant supporting documentation was provided for inclusion in this medical investigation. Consequently, the root cause of the reported drill tip breakage could not be determined. The evos small 2.5mm drill w/ao qc short are comprised of 17.4 ss, these devices are manufactured, and intended as externally communicating devices and are not approved for long term internal tissue exposure and long-term implantation data is not available. Since the drill tip was left in the patient¿s bone micro-motion/migration is unlikely, however, we cannot make conclusions on the impact of the non-implantable foreign body. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. According to the report, the surgery was resumed, without any delay, with a backup device. It was reported the current health status of the patient is unknown. Therefore, no further medical assessment can be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.